Event description:
In 2008, the pt reported his insulin infusion set tubing and headset appeared to have pink in it. He stated he has had elevated readings from 300 mg/dl to "hi" for the past 3-4 days with his last reading being 403 mg/dl. Symptoms are nausea, extreme thirst, and frequent urination and he has treated his readings by bolusing insulin. He said he last changed his infusion set 3 days ago and his tubing 2 days ago. The pt was advised to change his infusion set, inserting the headset into an area that does not have scar tissue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.